Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hempro (us) vh-3000, jaws were sheared when out of the package a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 10/15/2020. An investigation was conducted on 10/29/2020. While it was stated that the event was during preparation, signs of clinical use and evidence of blood and charred material was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw, with no detachment of the heater wire which indicates clinical use. The gray silicone insulation on the cold jaw was observed to be peeled away from the center of the cold jaw to the tip of the cold jaw exposing the metal portion of the cold jaw. The detached silicone insulation was not returned for evaluation. No other visual defect were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed. The lot #: 25150502 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/ lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hempro (us) vh-3000, jaws were sheared when out of the package a replacement device was used to complete the procedure. The hospital did not report any patient effects.